Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient asked to contact a manufacturer representative (rep) in the area for programming. The patient reported that they had surgery about a year ago to remove the hardware from a fusion and since then their programming hadn¿t been right. The patient asked if the rep could come out to their family doctor because it was closed. Patient services provided the number for the national answering service to give to their healthcare provider (hcp). The event began in (B)(6) 2018. No further complications were reported/anticipated.